Event description:
It was reported that there were "[three] missing qrs waves," and each was a single beat due to suspected oversensing. It is undetermined whether the oversensing was device or ventricular lead in origin. Also reported was that the entire pacing system was removed due to a suspected infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that there were "[three] missing qrs waves," and each was a single beat due to suspected oversensing. It is undetermined whether the oversensing was device or ventricular lead in origin. Also reported was that the entire pacing system was removed due to a suspected infection. No further patient complications were reported as a result of this event, infection.